Manufacturer narrative:
The actual device was returned to manufacturing facility for evaluation. Reliability engineering evaluated the device and observed that the jaws of the chuck were heavily worn out. Therefore, the reported condition was confirmed. It was further determined that the chuck was sluggish upon opening and closing manually, the jaws of the chuck were strongly worn out and damaged from incorrect handling, the drive shaft was deformed from dropping, the handpiece on the chuck rotated non-round and no lubricants could be detected. The assignable root cause was determined to be due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 of the same event. It was reported from (B)(6) that during a trochanteric fracture surgical procedure, it was observed prior to surgery that the chuck with key device was stiff while trying to connect a domestically produced reamer to the device. According to the report, the chuck was stuck at some point and could not be fully connected to the reamer despite turning the spare key device with extra force. There was a delay of five minutes in the surgical procedure as a spare device was available for use to complete the surgery successfully. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.